Manufacturer narrative:
The unit was returned for investigation. Physical examination of the returned probe determined that all components were in place as per design and manufacturing specifications. The unit was opened at the pcb board area to inspect the interior components of the probe. Corrosion was also found on the awg wire soldered to the pcb board. The presence of the water was identified inside the probe handle. Water ingression was replicated between the outer lumen and core area. Water ingression could cause a short circuit in the probe. Based on the condition reported and the investigation performed, the most probable root causes are: glue dispensing fixture does not dispense the correct amount of glue. Glue dispensing fixture was set to the incorrect pressure. The operation of the gluing fixtures is verified periodically and all fixtures are up to date. Therefore, the first cause was discarded. The second cause can be prevented by the instructions provided in the manufacturing procedure. This is intended to minimize operators error in the assembly process.

Event description:
It was reported that probe was plugged in laying in the field, not in the joint, and activated without the pedal or the button being pressed.